Event description:
A customer contacted beckman coulter regarding an erroneously low digoxin result from a single pt that was generated by the access 2 instrument. The falsely low digoxin result was .3ng/ml. The falsely low digoxin result was reported out of the lab. The customer indicated later that morning, the same sample was retested for digoxin. The repeated digoxin result was 1.0 ng/ml. The repeated digoxin result was reported out of the lab was a corrected report. There has been no change to pt treatment or any injury that can be attributed to this event.